Manufacturer narrative:
Reference record: (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). The patient's caregiver reported that the patient had stoma site redness and observed an abscess. The patient was seen in the emergency room in which the abscess was drained and began treatment with intravenous antibiotics. It was reported that the patient was discharged home in good condition with oral antibiotics since there was no increase in inflammation indicators. At the time of report, the stoma site had considerably improved with treatment.